Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been programmed off in preparation for the patient to receive a left ventricular (lv) lead. While the patient was being prepared for surgery, the physician then determined that the patient was not in a condition to receive the implant. The patient was sent home without the device having been turned back on. The patient did not experience any impact on critical therapy, but in another patient in the same situation, this issue could have resulted in death or serious injury.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.